Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple test fills and drains being outside of volumetric specifications. The device passed internal and external inspections. Volumetric accuracy testing was performed and the device failed. Temperature confirmation testing was performed and the temperature was found to be within specification. The door assembly was inspected and a cracked door piston and deteriorated piston foam were found. The event history log of the device was reviewed and found nothing related to the reported issue. The cause of the reported issue was determined to be deteriorated piston foam. The door piston and foam were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.